Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was fractured. There was noise on the rv channel which resulted in multiple inappropriate shocks. This lead was implanted on (B)(6) 2006 and is still in active implant. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).